Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via trial that on (B)(6) 2007, the patient underwent stenting of the predilated proximal right coronary artery (prca) with one 2.5 x 18 xience v stent and the predilated first diagonal artery with a second 2.5 x 18 xience v stent. On (B)(6) 2010, the patient experienced angina and was readmitted to the hospital. An angiogram was performed and the patient underwent percutaneous revascularization in the prca, mid rca, and distal rca on (B)(6) 2010. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.